Event description:
It was reported that the pt experienced left low back pain. The pt experienced a skin ulcer and skin erosion of the last lumbar peripheral neuroelectrode to the skin. The pt had a lead explant and replacement. The pt stated that he felt improvement from his prior left low back pain. The pt recovered without sequela. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.